Event description:
The customer stated that he went to the emergency room due to low blood glucose levels. The customer stated that he received a bolus of 17.5 units at 5:00 am, but he did now remember programming that. The customer stated that he passed out, and hit his head. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. No damage to the drive support cap was noted. The customer was told by his hcp that the insulin pump was out of warranty, and he should upgrade. Advised the customer of his out of warranty options, and he agreed to receive a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.